Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment and vessel dissection occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, it was noted that the tip fractured. The physician removed the opticross¿ imaging catheter successfully with the detached tip and completed stenting and post dilatation. Unfortunately, a dissection was noticed in the patient's artery. The dissection was in a lesion segment which was an important distinction. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that tip detachment and vessel dissection occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was selected for use. During percutaneous coronary intervention, it was noted that the tip fractured. The physician removed the opticross imaging catheter successfully with the detached tip and completed stenting and post dilatation. Unfortunately, a dissection was noticed in the patient's artery. The dissection was in a lesion segment which was an important distinction. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. Unit returned in a generic plastic bag with batch 21890651 printed on it. The unit returned has tip detached and stuck inside of one unknown wire, as part of overall visual revision. A damage was observed on the guidewire exit hole port assembly, additionally, the distal tip was returned detached and stuck in an unknown wire. No other visual damages were encountered upon visual inspection. Functional testing cannot be performed based on the returned condition of the catheter.